Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller said that the device is inoperable. The caller did not have any additional information regarding this statement. No further complications were reported. No patient symptoms were reported.